Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm and pump error. Customer¿s blood glucose was 126 mg/dl. The customer reported that they had received the multiple failed battery alarm and pump error. The troubleshooting was performed for battery failed alarm and not performed for pump error. The insulin pump will not be returned for analysis.